Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A force test, fill test, and leak test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 542 mg/dl with nausea, excessive thirst, some urination and a general unwell feeling associated with an alleged loss of prime. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the loss of prime occurred 2 times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged loss of prime issue.